Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately erratic and inaccurately high compared to another device (doctors meter, unspecified brand). The complaint was classified based on the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The patient reported that the alleged inaccuracy issue began at 9:07 a.m., on (B)(6) 2016. The patient claimed obtaining blood glucose readings of ¿225, 227 and 224 mg/dl¿ on the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient advised that at an unspecified time later that day, he went to the doctor¿s office and claimed obtaining blood glucose readings of ¿225 mg/dl¿ with the subject meter and ¿267 mg/dl¿ on the doctor¿s device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. It is not known how the patient manages his diabetes or what changes, if any, he made to his usual diabetes management routine in response to the alleged inaccurate readings. It is also not known whether the patient developed symptoms as a result of the alleged inaccuracy issues. The patient reported that whilst as the doctor¿s office, he received treatment from a health care professional (hcp); however, he was unable and/or unwilling to provide further information as to the type of treatment he received. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.